Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The tube was discarded and therefore unavailable for failure investigation.

Event description:
The customer reported there was an insufficient cuff sealing problem. Air would leak and the voice of the pt was heard during coughing. The ventilator setting values were peep10; phigh 25; 2.0 seconds. The cuff pressure was 30 cmh2o. The leakage stopped when the pt's neck was "anteflexed." The prior to use inspection had been performed. The depth of the tube is unk.